Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported fluid overload which warranted hospitalization. The pdrn reported the cause of the patient¿s fluid overload was multifactorial. The patient experienced poor uf due to fibrin build up, and an unknown machine error; which resulted in fluid volume overload. Additionally it appears the patient was performing ccpd therapy utilizing reduced fill volumes due to gallbladder surgery, and was only recently returned to a ¿full prescription¿ one week prior to the event. It is unknown to what extent these reduced fill volumes caused and/or contributed to the event. Additionally, the liberty cycler was not returned to manufacturer for product investigation. Therefore, it is unknown if the liberty cycler had any prior incidence of malfunction that could have caused or contributed to the event. Although a causal relationship cannot be confirmed, a possible temporal relationship between the patient's pd therapy and the reported fluid overload remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported the patient was unable to complete ccpd therapy, and was subsequently hospitalized for fluid overload. A follow-up e-mail received from the nurse revealed the patient recently underwent gallbladder surgery (details unknown), and was performing ccpd therapy utilizing decreased fill volumes. Reportedly the patient returned to a ¿full prescription¿ one week prior to the event, however ultrafiltration (uf) was poor due to fibrin accumulation and an unspecified machine issue. The patient discontinued ccpd therapy the evening prior to the event, and attempted to perform manual exchanges; however the patient experienced negative uf¿s and was hospitalized due to fluid volume overload. The hospital course and discharge disposition of the patient is unknown. It is also unknown if any fresenius device(s) and/or product(s) were utilized during the hospitalization. However the pdrn reported the patient continued pd therapy throughout the hospitalization, and was discharged home with orders to continue the use of 4.25% delflex solution until the patient returned to their estimated dry weight.